Event description:
As per a manufacturer incident report we received from the factory in (B)(4): the event occurred in (B)(6). It was reported that tweezers and scissors that are part of the new hysteroscopy kits, are leaving metal fragments in the surgical process, that is, in the uterine cavity. No harm to patient reported. ((B)(4))

Manufacturer narrative:
The initial information received did not report any adverse effects on the patient. Further information was already requested but not yet received. The affected unit was returned, but the investigation is pending.

Manufacturer narrative:
Upon examination of the returned products (2 x 26160uhw and 2 x 26160ehw), no loss or abrasion of components could be found. The products were found to be complete. It is not possible to confirm that the particle that remained in the patient's body was a result of the karl storz products used. During the examination, the described fault of the customer could not be confirmed, as there is no wear and tear on the instruments. The affected instruments are bent, indicating that too much force was applied. Furthermore, the instruments show rust deposits, which can also be seen on the intraoperatively taken pictures. No injury to the patient, user or third, and no post-op harm was reported.